Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection of the exterior of the sample found tear on the sac body that allowed the water to leak out. The tear was evaluated under microscope and noted to be harsh. How and when the event was occurred could not be determined. A potential root cause for this failure mode could be due to blister play that could caused the sac tearing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that water leaked from the balloon during the pretest. Another device was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the balloon during the pretest. Another device was used.